Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keys 1 and 2 do not work, which was experienced during evaluation. It was found to be caused by a failed keypad. During evaluation the #1 and #2 keys were found to work intermittently. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump experienced keys 1,2 to not work on the keypad in the pediatric care area . It was also reported there was no patient injury.